Manufacturer narrative:
Unable to perform retain testing since this event was reported on (B)(6) 2019, and product expiry was 27aug2019. Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4); qerts#: (B)(4).

Event description:
Customer reported false negative reaction for antibody screen sc#2 ((B)(4)) with 0.8% surgiscreen lot#: vs214; exp.: 08.27.19 for one patient sample that was tested on (B)(6) 2019, and gave a negative antibody screen. Customer reported that on 08.27.19, they received a second order for pre-transfusion testing for the same patient with a new sample. The new sample testing was performed with a new lot of 0.8% surgiscreen, and saw a 1+ positive reaction. Customer continued with antibody identification with resolve panel a, and they identified anti-big-e antibody for this patient. Customer for troubleshooting purposes repeated testing with the previous sample with the new screening cells lot and they got a 1+ positive reaction this time. Start date: (B)(6) 2019; reported: 08.28.19. Frequency 1x. Observations: reagents: 0.8% surgiscreen lot#: vs214; exp .: 08.27.19; anti-igg gel card; alba q chek qc; date of last qc run: 08.28.19. Customer repeated testing twice getting the same antibody screen positive for the new lot of 0.8% surgiscreen with the previous and with the new patient sample: sc# 2 was 1+. Customer identified anti-big-e antibody. Patient information: female patient (B)(6) yo with previous history of anti-big e antibody abo rh type as ab positive. Transfusion history: last transfusion 2017. Product handling protocol: cassette/gel card storage temperature range: as per IFU's; cassette/gel card orientation:upright; rbc storage and handling: as per IFU's; visual appearance before use: normal.